Event description:
A customer reported that the insulin gauge on their pump displayed a different amount than expected, and they were experiencing an issue with the fill estimate showing 160 units. There was no adverse impact to the customer's blood glucose level. The customer declined to troubleshoot the issue.